Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery spatula instrument broke off inside the patient. The customer was unable to locate the fragment during the call. The permanent cautery spatula was removed with the cannula. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse to obtain additional information. The permanent cautery spatula was inspected prior to use. The surgeon was grasping tissue when the instrument popped. The surgeon was uncertain why the instrument popped and broke. The permanent cautery spatula was in use for ten minutes prior to the incident. The surgeon did not notice any issues with the functionality of the instrument while in use. The nurse was not aware if the instrument collided with any other instruments. The instrument was removed after it broke with no resistance. The surgeon retrieved what was visible and performed an x-ray to confirm nothing was left behind. The patient has not returned with complications. The procedure was completed robotically with no injury to the patient or other issues. No photos or demographics were available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis. Two pieces were missing as a result of breakage. One piece was approximately .175¿ x .125¿ and the other piece was approximately .175¿ x .170¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.